Event description:
This case was initially received via regulatory authority FDA (reference number: mw5041987) on 23-jun-2015. The most recent information was received from a lawyer on 29-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain; ache"), back pain ("chronic back pain") and genital haemorrhage ("extreme bleeding with clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1, multi gravida and parity 4. Concurrent conditions included nickel sensitivity. Concomitant products included tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headache every morning since I had the essure placed") and dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced hypothyroidism ("hypothyroidism"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / severe joint pain"), pain in extremity ("hand and feet pain") and abdominal pain lower ("stabbing lower abdomen pain"). On an unknown date, the patient experienced abdominal distension ("severe bloating"), weight increased ("weight gain / has gained about 50 lbs"), uterine enlargement ("enlarged uterus"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), memory impairment ("forget everything"), menorrhagia ("extremely heavy periods with numerous big thick clots / long periods (periods have been 7-10 days long since essure)"), dysmenorrhoea ("cramping from periods just put her in bed until her period is over"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), antinuclear antibody positive ("ana positive"), allergy to metals ("allergic to nickel"), fatigue ("chronic fatigue"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety ; mental anguish"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), arthritis ("arthritis"), rash ("rashes"), emotional distress ("suffering associated with my injuries") and migraine ("migraine"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety and abdominal pain lower was resolving, the hypothyroidism, uterine enlargement, dyspareunia, bacterial vaginosis, vulvovaginal mycotic infection, memory impairment, genital haemorrhage, alopecia, antinuclear antibody positive, allergy to metals, mood swings, myalgia, vitamin d deficiency, arthritis, rash, pain in extremity and migraine outcome was unknown and the headache had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hypothyroidism, memory impairment, menorrhagia, migraine, mood swings, myalgia, pain in extremity, pelvic pain, rash, uterine enlargement, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter provided no causality assessment for abdominal distension and back pain with essure. The reporter commented: she claimed she is allergic to nickel since she was young, she found out when she was (B)(6) years old. Essure worsened a previously her existing conditions like hypothyroid, joint pain, weight gain, menstrual pain and bleeding. She stated she experienced hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no results provided. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-nov-2017: plaintiff pfs received ¿ the events hair loss, positive ana, ache, migraines, chronic fatigue, mood swings, depression, anxiety, joint pain, muscle pain, vitamin d deficiency, arthritis, rashes, mental anguish and suffering associated with injuries, hand and feet pain, stabbing lower abdomen were added to the case. Information regarding essure removal was provided. Case upgraded to incident. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5041987) on 23-jun-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain; ache'), back pain ('chronic back pain'), genital haemorrhage ('extreme bleeding with clots') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, multi gravida, parity 4, epilepsy, endometrial biopsy and multiple cesarean sections. On (B)(6)2015: surgical pathology report: final diagnosis: uterus and cervix- 162.0 grams. Chronis cervicitis, negative foe dysplasia. Mid to late secretory endometrium. Unremarkable ,myometrium. Bilateral fallopian tube. Concurrent conditions included nickel sensitivity, tobacco use disorder, vaginitis, vaginal discharge, vaginal odor, nausea, diarrhea, hemorrhoids, pelvic congestion syndrome, vaginal bleeding, renal pain, uterine bleeding, hyperplasia, itching, ulcer nos and malposition of uterus. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and tiotropium bromide (spiriva). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headache every morning since I had the essure placed") and dyspareunia ("painful intercourse"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced hypothyroidism ("hypothyroidism"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / severe joint pain"), pain in extremity ("hand and feet pain") and abdominal pain lower ("stabbing lower abdomen pain"). On an unknown date, the patient experienced abdominal distension ("severe bloating"), uterine enlargement ("enlarged uterus"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), memory impairment ("forget everything"), menorrhagia ("extremely heavy periods with numerous big thick clots / long periods (periods have been 7-10 days long since essure)"), dysmenorrhoea ("cramping from periods just put her in bed until her period is over"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), fatigue ("chronic fatigue"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety ; mental anguish"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), arthritis ("arthritis"), rash ("rashes"), emotional distress ("suffering associated with my injuries"), migraine ("migraine"), nausea ("nausea"), flatulence ("severe pain while passing gas "), hypoaesthesia ("numbness"), abdominal pain ("abdominal pain"), dyschezia ("bowel movement pain"), malaise ("sick feeling"), constipation ("constipation"), nasopharyngitis ("cold"), vulvovaginal discomfort ("vaginal discomfort "), nervousness ("nervous"), pain ("burning pain"), autoimmune thyroiditis (seriousness criterion medically significant) and vulvovaginal pain ("feels like stabbing in my vagina") and was found to have weight increased ("weight gain / has gained about 50 lbs") and antinuclear antibody positive ("ana positive"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety, abdominal pain lower and nasopharyngitis was resolving, the hypothyroidism, uterine enlargement, dyspareunia, bacterial vaginosis, vulvovaginal mycotic infection, memory impairment, genital haemorrhage, alopecia, antinuclear antibody positive, allergy to metals, mood swings, myalgia, vitamin d deficiency, arthritis, rash, pain in extremity, migraine, nausea, flatulence, hypoaesthesia, abdominal pain, dyschezia, malaise, constipation, vulvovaginal discomfort, nervousness, pain, autoimmune thyroiditis and vulvovaginal pain outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for abdominal distension and back pain with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune thyroiditis, bacterial vaginosis, constipation, depression, dyschezia, dysmenorrhoea, dyspareunia, emotional distress, fatigue, flatulence, genital haemorrhage, headache, hypoaesthesia, hypothyroidism, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, nasopharyngitis, nausea, nervousness, pain, pain in extremity, pelvic pain, rash, uterine enlargement, vitamin d deficiency, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she claimed she is allergic to nickel since she was young, she found out when she was 7 years old. Essure worsened a previously her existing conditions like hypothyroid, joint pain, weight gain, menstrual pain and bleeding. She stated she experienced hypothyroidism. There were four coils that sprung out at the proximal end. At the end of the deployment there were five coils that sprung out the proximal end. Discrepancy: date of insertion previously reported as (B)(6)2010 now it is reported as (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: tubal occlusive devices are identified bilaterally. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- nausea, gas, numbness, abdominal pain, bowel movement pain, sick feeling, constipation, cold, vulvovaginal discomfort, nervous, burning pain, hashimoto's disease. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5041987) on 23-jun-2015. The most recent information was received on 18-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain; ache'), back pain ('chronic back pain'), genital haemorrhage ('extreme bleeding with clots') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, multi gravida, parity 4, epilepsy, endometrial biopsy and multiple cesarean sections. On (B)(6) 2015: surgical pathology report: final diagnosis: 1.uterus and cervix- 162.0 grams. 2.chronis cervicitis, negative foe dysplasia. 3.mid to late secretory endometrium. 4.unremarkable ,myometrium. 5.bilateral fallopian tube. Concurrent conditions included nickel sensitivity, tobacco use disorder, vaginitis, vaginal discharge, vaginal odor, nausea, diarrhea, hemorrhoids, pelvic congestion syndrome, vaginal bleeding, renal pain, uterine bleeding, hyperplasia, itching, ulcer nos and malposition of uterus. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and tiotropium bromide (spiriva). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headache every morning since I had the essure placed") and dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced hypothyroidism ("hypothyroidism"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / severe joint pain"), pain in extremity ("hand and feet pain") and abdominal pain lower ("stabbing lower abdomen pain"). On an unknown date, the patient experienced abdominal distension ("severe bloating"), uterine enlargement ("enlarged uterus"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), memory impairment ("forget everything"), menorrhagia ("extremely heavy periods with numerous big thick clots / long periods (periods have been 7-10 days long since essure)"), dysmenorrhoea ("cramping from periods just put her in bed until her period is over"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), fatigue ("chronic fatigue"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety ; mental anguish"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), arthritis ("arthritis"), rash ("rashes"), emotional distress ("suffering associated with my injuries"), migraine ("migraine"), nausea ("nausea"), flatulence ("severe pain while passing gas "), hypoaesthesia ("numbness"), abdominal pain ("abdominal pain"), dyschezia ("bowel movement pain"), malaise ("sick feeling"), constipation ("constipation"), nasopharyngitis ("cold"), vulvovaginal discomfort ("vaginal discomfort "), nervousness ("nervous"), pain ("burning pain"), autoimmune thyroiditis (seriousness criterion medically significant) and vulvovaginal pain ("feels like stabbing in my vagina") and was found to have weight increased ("weight gain / has gained about 50 lbs") and antinuclear antibody positive ("ana positive"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, depression, anxiety, abdominal pain lower and nasopharyngitis was resolving, the hypothyroidism, uterine enlargement, dyspareunia, bacterial vaginosis, vulvovaginal mycotic infection, memory impairment, genital haemorrhage, alopecia, antinuclear antibody positive, allergy to metals, mood swings, myalgia, vitamin d deficiency, arthritis, rash, pain in extremity, migraine, nausea, flatulence, hypoaesthesia, abdominal pain, dyschezia, malaise, constipation, vulvovaginal discomfort, nervousness, pain, autoimmune thyroiditis and vulvovaginal pain outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for abdominal distension and back pain with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune thyroiditis, bacterial vaginosis, constipation, depression, dyschezia, dysmenorrhoea, dyspareunia, emotional distress, fatigue, flatulence, genital haemorrhage, headache, hypoaesthesia, hypothyroidism, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, nasopharyngitis, nausea, nervousness, pain, pain in extremity, pelvic pain, rash, uterine enlargement, vitamin d deficiency, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she claimed she is allergic to nickel since she was young, she found out when she was 7 years old. Essure worsened a previously her existing conditions like hypothyroid, joint pain, weight gain, menstrual pain and bleeding. She stated she experienced hypothyroidism. There were four coils that sprung out at the proximal end. At the end of the deployment there were five coils that sprung out the proximal end. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: tubal occlusive devices are identified bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.